Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced a pericardial effusion that required pericardiocentesis. The physician lost transseptal access during the ablation. After the second transseptal, the physician noticed a pericardial effusion and in a moment they noticed a drop of blood pressure. The physician decided to tap the patient. A pericardiocentesis was completed. The patient was reported to be in stable condition. Protamine given, IV fluids and medications to treat hypotension. Patient monitored overnight and the patient required extended hospitalization a few days post operation to monitor the patient's status. The procedural act during procedure was > 350. It was also reported that the varipulse¿ bi-directional catheter loop would not open or close. It was reported that 31786194l was not inserted; however, 16 pfa ablations were performed - all within the pulmonary veins. Additional attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The " loop would not open or close" issue was assessed as not MDR reportable. Since the loop contraction mechanism was not working properly, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable under the varipulse¿ bi-directional catheter (lot #: 31786194l).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).